Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. A visual inspection of the returned ruler sleeve confirms the threads are broken off the device. The threads are broken off in the nut. This device show signs of significant wear/usage. The lot number is not visible on this device. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during inspection was found that the ruler is broke. There was no case involved.